Manufacturer narrative:
B3: month and year are known, day is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root causes are the scratched lens, internal clock battery has reached service required, the air detector was not operable, and the upper back label was damaged. These were all replaced and the device passed all testing after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a scuffed lens, clock battery was overdue, air detector not functioning, and damaged rear top label. There was no patient involvement, and the issue was found during testing.